Event description:
On 09/20/2021, the biomedical engineer (bme) reported that error lights were lit on the multiple patient receiver (org). They also reported that the central nurse's station (cns) was in intermittent comm loss with all zm telemetry transmitters. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on 09/20/2021, the biomedical engineer (bme) reported that error lights were lit on the multiple patient receiver (org). They also reported that the central nurse's station (cns) was in intermittent comm loss with all zm telemetry transmitters. Restarting the org did not resolve the issue. No patient harm was reported. Investigation summary: the customer sent the org in for evaluation. Evaluation of the reported device could not confirm or duplicate the issue of the error led and communication loss. Physical damage was observed on the front enclosure. The front enclosure was replaced, and the software was updated. As the issue of the error led and communication loss could not be duplicated, a root cause cannot be determined. It is likely that the physical damage observed on the front enclosure may have contributed to the communication loss due to the damage of other components. Other possible causes may be related to the hospital's network environment. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 09/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 09/24/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/06/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded, but the information requested was not provided. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the org, but model and serial number information was noted as no information (ni), as attempts to obtain the information were made but was not provided. Central nurse's station model: cns-6801a sn: (B)(6) telemetry transmitters - zm series model: ni sn: ni additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
On 09/20/2021, the biomedical engineer (bme) reported that the multiple patient receiver (org) has error lights lit. They reported that they are getting communication loss on the central nurse's station (cns) for all zm telemetry transmitters. This would occur for a few minutes, but everything would resolve itself for a few hours. Then the reported issue would come back. They stated that they have restarted the org several times with no change in status. The customer later stated that once they replaced the org and programmed everything, it started communicating again. On (B)(6) 2021, they had the initial occurrence which was reported on another report (B)(4). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
On 09/20/2021, the biomedical engineer (bme) reported that the multiple patient receiver (org) has error lights lit. They reported that they are getting communication loss on the central nurse's station (cns) for all zm telemetry transmitters. This would occur for a few minutes, but everything would resolve itself for a few hours. Then the reported issue would come back. They stated that they have restarted the org several times with no change in status. The customer later stated that once they replaced the org and programmed everything, it started communicating again. On (B)(6) 2021, they had the initial occurrence which was reported on another report (B)(4). No patient harm was reported.